Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es helmer refrigerator was failed and unable to open as it could not be unlocked. The customer stated there was a delay to the patient's workflow, but they were still able to open the fridge using the key and give medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the srm refrigerator unable to unlocked. A field service engineer (fse) worked with customer to reset the refrigerator and lock it. The customer powered down both the refrigerator and the station to complete the reset. The customer successfully recovered and inventoried the refrigerator. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es helmer refrigerator was failed and unable to open as it could not be unlocked. The customer stated there was a delay to the patient's workflow, but they were still able to open the fridge using the key and give medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.